Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5037899) on 12-nov-2014. The most recent information was received on 27-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 27-oct-2017: summons received. The case was upgraded in incident category. Reporter information was updated. Essure implantation date was updated (previously reported as (B)(6) 2013). Event: migration of implant was added. Event: pelvic pain, pain were clubbed with debilitating pelvic pain only on one side, lower pelvic area. The outcome of the events were unknown. Reporter assessed the events were related to essure. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only". Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037899) on 12-nov-2014. The most recent information was received on 13-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and endometrial ablation. Concurrent conditions included abdominal pain, appendicitis, hepatic induced edema and hematoma. In (B)(6) 2014, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure implant/ total laparoscopic hysterectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were protruding in to endometrial cavity bilaterally. At the left ostium the essure device was in place appropriately with approximately 9 coils protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, pelvic pain, device dislocation. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping)" were added. Product explant date was updated. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5037899) on 12-nov-2014. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 95871c-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and endometrial ablation. Concurrent conditions included abdominal pain, appendicitis, hepatic induced edema and hematoma. In (B)(6) 2014, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure implant/ total laparoscopic hysterectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were protruding in to endometrial cavity bilaterally. At the left ostium the essure device was in place appropriately with approximately 9 coils protruding into the uterine cavity. There were 13 coils visible within the intrauterine cavity. There were coils visible within uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On (B)(6) 2014 left breast ultrasound was performed and the finding is: left breast. Tissues in the upper outer quadrant region of the palpable abnormality have normal sonographic characteristics. (B)(6) 2013 - pelvic ultrasound - endometrium- essure seen within. Presence of intrauterine device. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 2-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 95871c) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and endometrial ablation. Concurrent conditions included abdominal pain, appendicitis, hepatic induced edema and hematoma. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure implant/ total laparoscopic hysterectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were protruding in to endometrial cavity bilaterally. At the left ostium the essure device was in place appropriately with approximately 9 coils protruding into the uterine cavity. There were 13 coils visible within the intrauterine cavity. There were coils visible within uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . On (B)(6) 2014 left breast ultrasound was performed and the finding is : left breast tissues in the upper outer quadrant region of the palpable abnormality have normal sonographic characteristics. On (B)(6) 2013 - pelvic ultrasound - endometrium- essure seen within. Presence of intrauterine device. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical records received : lot number added, lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037899) on 12-nov-2014. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and postoperative adhesion ('adhesions') in an adult female patient who had essure (batch no. 95871c-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and endometrial ablation. Concurrent conditions included abdominal pain, appendicitis, hepatic induced edema, hematoma, left lower quadrant pain, uterine fibroids, keratosis and uterine cervical metaplasia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 day after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), postoperative adhesion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (lysis of adhesions, ablation, total laparoscopic hysterectomy, lysis of adhesions and uterine ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, postoperative adhesion, vaginal haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, postoperative adhesion and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were protruding in to endometrial cavity bilaterally. At the left ostium the essure device was in place appropriately with approximately 9 coils protruding into the uterine cavity. There were 13 coils visible within the intrauterine cavity. There were coils visible within uterine cavity. Date(s) of insertion: (B)(6) 2012 (note discrepancy as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2014 left breast ultrasound was performed and the finding is : left breast tissues in the upper outer quadrant region of the palpable abnormality have normal sonographic characteristics. On (B)(6) 2013 - pelvic ultrasound - endometrium- essure seen within. Presence of intrauterine device. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new event abdominal pain was added, lawyer was added, reporters information was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5037899) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 95871c) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and endometrial ablation. Concurrent conditions included abdominal pain, appendicitis, hepatic induced edema and hematoma. In january 2014, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure implant/ total laparoscopic hysterectomy) and surgery (uterine ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were protruding in to endometrial cavity bilaterally. At the left ostium the essure device was in place appropriately with approximately 9 coils protruding into the uterine cavity. There were 13 coils visible within the intrauterine cavity. There were coils visible within uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion (B)(6) 2014 left breast ultrasound was performed and the finding is : left breast tissues in the upper outer quadrant region of the palpable abnormality have normal sonographic characteristics. (B)(6) 2013 - pelvic ultrasound - endometrium- essure seen within. Presence of intrauterine device. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction- FDA codes were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.